Event description:
It was reported that there were air gaps in the patient line during peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the observed air, during fill one of therapy. During troubleshooting it was reported that the patient disconnected without using proper disconnect procedures then reconnected during the initial drain. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.